Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system software was not able to start. A review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse tried multiple troubleshooting steps by restating the geo-pc and ippc, but the issue persisted. Upon functional testing, the fse found hardware failures in flexvision pc. To resolve the issue the fse replaced the flexvision pc, re-installed the software and proactively replaced the gb switch. After replacement of parts and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the software does not start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.